Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the downloaded error logs confirmed that a system fault 74 was triggered in the device. The eval determined that the device failure to complete its internal self-test was due to a fracture of the nrv elbow within the pneumatic block. The pneumatic block was replaced to resolve this issue. The device was cleaned, serviced, and calibrated before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).